Manufacturer narrative:
Product was not available for evaluation. Contacted customer to discuss possible sources of pt event; review cleaning and sterilization procedures.

Event description:
Reporter noted facility having post-op infections with nine patients since 2005. Cultures showed it was a staph infection. They don't blame products, but are looking at all possibilities. Follow-up with customer noted or staff was not flushing I/a tips per manufacturer recommendations. Patient 7 of 9: no information provided to date.